Event description:
Customer reported they felt the output of the vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the vaporizer was returned to the co's vaporizer testing facility in austell, ga. The vaporizer was tested and the output was found to be high to specification. The vaporizer was disassembled and metal contamination was noted between the sump cover and rotary valve. Ohmeda has reviewed their assembly procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the fourth MDR within the last 12 months involving a tec 5 vaporizer wherein the cause was due to metal contamination. The installed base of tec 5 vaporizers is in excess of 50,000 units.